Event description:
It was reported that the patient had a suspected infection at the ipg site. Symptoms of infection were redness, swelling, sensitive and warm to the touch. The patient was placed on antibiotics and was doing well.

Event description:
It was reported that the patient had a suspected infection at the ipg site. Symptoms of infection were redness, swelling, sensitive and warm to the touch. The patient was placed on antibiotics and was doing well. Additional information was received that the patient was hospitalized for eleven days due to a staphylococcus infection. The patient was put on prednisone and had since been discharged from the hospital. Additional information was received that the patient was initially scheduled for a lead revision (MFR. Report no. 3006630150-2022-07230), however, pus was noted when the previous incisions were opened. A drain was placed and intravenous antibiotics were administered. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded.

Event description:
It was reported that the patient had a suspected infection at the ipg site. Symptoms of infection were redness, swelling, sensitive and warm to the touch. The patient was placed on antibiotics and was doing well. Additional information was received that the patient was hospitalized for eleven days due to a staphylococcus infection. The patient was put on prednisone and had since been discharged from the hospital.